Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric transection on a laparoscopic sleeve gastrectomy, the reload did not fire completely. The same event occurred twice. Another reloads were used to complete the case. There was no patient injury.